Manufacturer narrative:
The reported event of pain/shocking sensation cannot be confirmed through product testing alone. Return lead octrode a passed continuity and output resistance measurement, and lead octrode b had a kink with all internal wires broken (consistent with overstress condition that the lead was subjected while in vivo). No root cause was identified for reported event.

Manufacturer narrative:
The event date is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-13233. It was reported the patient experienced an uncomfortable sensation and numbness superficially in the intended therapy area. The pain has appeared again intermittently for the patient. Along with ineffective stimulation. X-ray imaging determined the patients leads have migrated. Surgical intervention may be pending to address the issue.

Event description:
Additional information received indicated surgical intervention was undertaken on (B)(6) 2021 wherein the patients leads were explanted and replaced. Surgical intervention addressed the issue.